Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a low blood glucose level was 131 mg/dl. The caller was the patient's mother who stated that her son had just started football, had expired sensor, and the weather was very hot. The customer stated that her son went into a seizure and was not responding until paramedics took him to the intensive care unit. The mother stated that the insulin pump works fine. The customer was advised to monitor the pump for any issues. No further information was provided.